Manufacturer narrative:
Additional information: image review- post-op x rays for l5-s1, alif procedure shows anterior displacement of the plate and interbody graft. There appears to be a translational type of anatomy .contributing factors may include spinal instability which may have required posterior supplementation and improper placement initially. No intra-op films are provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: l5/s1 spondylolisthesis, central stenosis it was reported that post-op, the whole construct, including plate, interbody spacer, and screws all migrated to the anterior. Screws were found pulled out . Patient reportedly had back pain and leg pain. Surgeon was identifying options for additional treatment. Patient was unstable and require additional surgery.